Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: the pump powered on to the verify screen with audible and vibratory functioning appropriately. The pump battery type was able to be switched back and forth between (B)(6) and (B)(6) on the verify screen appropriately. The pump keypad was observed to be intact and fully responsive to button presses. The complaint was unable to be duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad; the returned battery cap was able to secure appropriately for testing.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump would not switch to the alkaline battery setting. The reporter indicated that the alkaline battery was used on the ¿lithium¿ setting until a new lithium battery could be used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.